Event description:
After receiving allergan smooth silicone implants in (B)(6) 2009, I have experienced a host of health problems including joint pain and stiffness (and 7 associated orthopedic surgeries which may or may not be related), newly diagnosed seasonal allergies, food sensitivities including lactose intolerance, hair loss and anxiety. I have been diagnosed with dry eye and dry mouth (and am waiting on a diagnosis for sjogrens). After struggling with shortness of breath and erratic heart rates and undergoing many tests (including an angiogram) for years, I was finally diagnosed with postural orthostatic tachycardia syndrome (pots) via tilt table test in 2018. I have been struggling with everincreasing migraines to the point of waking up a with a migraine daily, and now must have botox treatment to manage my migraine headaches. After dealing with increasing allergy symptoms that include constant nasal drip and congestion, itching and hives, I was also diagnosed with mast cell activation syndrome in august of(B)(6) 2020. I have developed allergies to two additional antibiotics, bringing the total to three antibiotics that I am allergic to (erythromycin, macrobid, and bactrim). I am constantly battling with stiff shoulders and neck, creating a feeling as if I am being choked. I am sometimes so stiff in the mornings, I have difficulty standing and walking. Before implants, was otherwise active and healthy. Now less active and healthy although I try to keep up as best I can. FDA safety report ID# (B)(4).